Event description:
The facility's biomedical technician reported an infusion pump with failure code 14, found during pt use with with no pt injury. Although attempts were made by baxter to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, or age of pt. The medication being infused was 5fu from a 308 ml bag. The rate to be infused was 1.5 ml per hour, and the volume to be infused was 288 ml. 1.2 micron filter/6060 tubing was used. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.